Event description:
It was reported that the ilet bionic pancreas exhibited a hardware issue in which the sleep/wake button was unresponsive after troubleshooting and education were completed, with no alerts or alarms reported. Symptoms included no clinical effects reported. Outcomes included no impact reported. Investigation included a review of device functionality through technical assessment steps aligned with standard troubleshooting. Investigation of this case revealed no confirmable malfunction beyond the reported unresponsive button and no evidence of associated adverse physiological effects. It was concluded that the event was limited to a nonfunctional user interface control with no patient injury or clinical sequelae.